Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impendences measuring 200 ohms. It was suspected that the svc coil conductor is damaged. The device was re-programmed, and the patient will be monitored. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported a lead revision procedure was performed. It was noted that the lead was difficult to remove, and when the lead was pulled back part of the lead got torn off and a little piece of it remained in the body. The lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impendences measuring 200 ohms. It was suspected that the service coil conductor is damaged. The device was re-programmed, and the patient will be monitored. At this time, the lead remains in service. No adverse patient effects were reported.